Manufacturer narrative:
Additional information received, the following fields were updated based on the information received from the clinical site. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Additional information was received from the long-term outcome and quality indicator (loqi) impella registry about an adverse event. Left pectoralis hematoma was reported with relationship to impella listed as "possibly". Loqi stated that patient's lue (left upper extremity) experienced weakness and numbness for several days (exact date is unknown). Neuro was consulted and MRI showed left pectoralis hematoma along left subclavian vein. Team believed this was due to traumatic/compressive left brachial plexopathy from impella insertion. There was no active bleed. However, medical team monitored site and gave total of 4 units of blood to the patient.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: difficult to deliver or advance: the cause of the deliver issue was determined to be patient condition as the patient had severe calcification in the left subclavian artery and aortic arch preventing successful delivery of impella. Device history lot: device lot: n/a. Device history batch: sub-component lot: n/a. Device history review: the necessary materials were not returned for analysis so the serial number could not be identified to complete a device history review.

Event description:
The complainant reported that during support of the impella 5.5, the physician decided to go into the right subclavian artery and was found to have a stent measured to be about 1 mm of blood flow via ultrasound. The decision was made to go through the left subclavian artery. Once the artery was opened, and graft was sewn on, there was trouble trying to pass the wire through the aortic arch due to severe calcification. Wire was eventually passed with difficulty and exchanged to abiomed 0.018¿ wire. Impella was back loaded onto the abiomed wire and attempted to advance into the left subclavian and aortic arch. Severe resistance was met, and heavy calcifications were noticed. Impella was through the graft but kinking in the arch. A decision was made to abort the case due to the severe calcifications and high risk of stroke. Case aborted due to severe calcification in the left subclavian artery and aortic arch. There was no reported patient harm.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6: code e2403 was omitted.